Event description:
It was reported to philips that the device failed to recognize the installed battery. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that pin 7 on the j1 connector was bent. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to a bent pin on the j1 connector. Following the evaluation, the battery pca was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to return the device to working condition. The device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device failed to recognize the installed battery. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.